Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indication for surgery? Lung cancer. Was the device difficult to close or fire? No . What troubleshooting steps were taken to open the device? After firing, followed all the steps which showing in the IFU, but still could not open. How was the device eventually opened? No. What exact structure was being fired on which led to blood loss? No. What is the current patient status? Stable and left from the hospital.

Event description:
It was reported that the jaw could not open. During the resection of right upper lobe, after 1st firing, could not open the jaw. Opened the jaw manually with big force, which result patient lost 2000 ml blood. With transfusion and another like product was used to stop bleeding. The patient is stable and left from the hospital.